Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6) the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. It was noted that the issue the locking components was consistent with trying to run the device in the safety or load position or by pushing on the disconnect sleeve while the device was running. This was further classified as user error. The issue with the seal protruding out of the swivel and the hole in the hose is consistent with normal wear over time. The assignable root cause was determined to be due to wear from normal use and servicing and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during routine equipment checks, it was determined that the motor device was not working. During in-house engineering evaluation, it was determined that the device ran in the safety position (device is power broken), the locking components were damaged, the teflon seal was protruding out of the swivel and also had a hole in the hose near the muffler. Triggers on the motor device were sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.